Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Scorpio knee explant.

Event description:
Scorpio knee explant.

Manufacturer narrative:
An event involving a scorpio baseplate was reported. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: a review of the product history records was not performed as product was not properly identified. Complaint history review: not performed as product was not properly identified. Conclusions: it was reported that patient scorpio baseplate was revised. The event could not be confirmed as no information was provided. No further investigation for this event is possible at this time as no products and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.